Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that fentanyl rate was programmed incorrectly resulting in an increased dose of medication. Ordered rate was 200mcg/hr, however pump was programmed at 2000mcg/hr. This however, was caught quickly and no harm to the patient occurred. There was patient involvement but no harm.